Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache"), fatigue ("fatigue") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery ((hyst. (Full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, migraine, headache and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). The reporter commented: claiming pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),chronic, pelvic/ abdominal: received treatment for pain?: yes. Patient claiming other injuries/symptoms: migraine, headaches, fatigue: received. Treatment for other injuries/sympt.?: yes. Psych injury related to essure?: yes. Received treatment for psych injury?: yes. Received treatment for migration?:yes. Received treatment for perforation?: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: results of confirm. Test: bilateral occlusion,other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),chronic, pelvic/ abdominal pain, other injuries/symptoms: migraine, headaches, fatigue, psych injury, migration, perforation were added. Outcome for pain and other injuries added. New reporter and plaintiffs information added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration/malposition of essure device ¿ both perforated tubes and uterus'), fallopian tube perforation ('perforation (fallopian tubes)'), embedded device ('contraceptive spiral device is 1.5 cm embedded into the myometrium') and genital haemorrhage ('some bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it was difficult to remove". The patient's medical history included stomach pain, endometriosis, gangrenous appendicitis, adhesion, grand multiparity, hernia and seasonal allergy. Concurrent conditions included right lower quadrant pain, constipation, rectal bleeding, internal hemorrhoids and gastroesophageal reflux disease. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headache"), fatigue ("fatigue"), psychological trauma ("psych injury related to essure/depressed after implant"), anxiety ("more anxious"), metrorrhagia ("spotting") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy and full hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, genital haemorrhage, psychological trauma, anxiety, metrorrhagia and depression outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, migraine, headache and fatigue had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, metrorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). The reporter commented: she had received treatment for the pain, perforation and migration. Discrepancy noted in date of insertion: (B)(6) 2006. Discrepancy noted in date of removal: (B)(6) 2010. Cannulated the right tube with ease and left 2 coils.similar procedure was carried out on the left and also 2 coils were left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis abnormal - on (B)(6) 2008: the patient does have a moderate amount of free fluid in the cul-de-sac, maybe from a ruptured ovarian cyst. There is some fluid seen within the uterus high to the right, likely some residual fluid within the endometrial cavity. Hysterosalpingogram - on (B)(6) 2006: both fallopian tubes are blocked with tubal ligation devices. Irregularity of the endometrial cavity may represent some residual scarring.bilateral occlusion. Pathology test - on (B)(6) 2015: cervix with mild acute and chronic inflammation. No evidence of dysplasia. Nonsecretory endometrium with iud present. Unremarkable myometrium and serosa. Unremarkable fallopian tubes, right with associated benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia, uterine perforation, anxious feelings, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added: perforation (fallopian tubes), embedded device, more anxious, some bleeding, spotting. Reporter information were updated, patient history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.